Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned pt on upper left lip. Pt was told to use ambisol. Burn was about the size of a pea. The analysis of the handpiece showed that the bearings of the head where gritty and the handpiece run out of specification. This caused the heat to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned pt on upper left lip. Pt was told to use ambisol.